Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to faulty cubie pocket. The field service engineer was followed drawer recovery process and failed to recover, so replaced new pocket (1x2) into slot to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system full height cubie pocket c1 from drawer main 3.1 had failed when users tried to retrieve the medication. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, h4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-nov-2022 to 18-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 failed due to faulty cubie pocket. The field service engineer replaced the cubie pocket with a new one into the slot to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system full height cubie pocket c1 from drawer main 3.1 had failed when users tried to retrieve the medication. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this incident.